Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer passed away on (B)(6), 2015. The reported cause of the death is unknown. Contact stated, pump had no involvement with customer's death. No further information on the reported issue was provided.